Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received information alleging a ventilator had inconsistent pressure. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator had inconsistent pressure. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device passed all the tests. Additionally, device with contamination per dust and blower need to be replaced which was not related to the malfunction.